Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 1 and mtm 2 for failure analysis investigation. The units were analyzed and the following information was obtained: master tool manipulator (mtm) 1: this mtm was returned for failure analysis, and the reported 25521 and 706 errors were confirmed but not replicated. In artemis, the 25521 and 706 errors were found, confirming the fault occurred in the field. The mtm was installed onto an sftp where all tests passed. Once testing was completed the mtm was inspected but no faults could be identified. Master tool manipulator (mtm) 2: the grip autocal and autoverify failures were confirmed through field test data. The mtm was installed onto an sftp where all tests passed. Once testing was completed the mtm was inspected but no faults could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. Correction: h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 1 and 2 for failure analysis investigation. The units were analyzed and the following additional informaiton was obtained: master tool manipulator (mtm) 1: upon visual inspection, the rubbers on the grip pads were missing on the mtm that would be related to the reported event. The mtm was installed onto a psc fixture test platform (pftp) where all test passed. Master tool manipulator (mtm) 2: upon visual inspection, the rubbers on the grip pads were missing on the mtm that would be related to the reported event. The mtm was installed onto a psc fixture test platform (pftp) where all test passed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, that a surgeon side console (ssc) master tool manipulator right (mtmr) faulted, with system errors 706 and 25521 observed on the mtmr. The surgeon continued with the surgical procedure robotically. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative the surgical procedure was completed as a three arm system configuration after one of the universal surgical manipulator arms were disabled due to the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2 and mtm 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.